Event description:
The customer reported the pacemaker may have atrial undersensing as they are observing pacing spikes after the p-wave, and there was some atrial loss of capture; suspected lead dislodgement. The system was implanted two days ago, the doctor performed chest x-ray which is inconclusive but the lead angle looks more obtuse.

Manufacturer narrative:
The atrial lead was repositioned and the pacing and undersensing issues are resolve. No add'l info available. This event will be reopened should add'l info become available.